Event description:
An additional issue of high drain volume error was observed in the logs during pal download on (B)(6) 2014, 02:40:124. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Device failed rite functional test. The functional rite failure found will be captured and reported through (B)(4). External/internal inspection was performed and passed. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.